Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited inappropriate auto mode switch episodes due to noise. The lead also exhibited low impedances, the lead was fractured. Oversensing and noise could be reproduced with isometrics. The lead was capped and replaced.